Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 in the morning, the patient reported testing on her lfs device, and obtained blood glucose values of "250, 147mg/dl." Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using non adjusting insulin (unknown type and dose) to manage her diabetes. The patient reported 45 minutes later, she felt "sweaty and dizzy." However the patient denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the meter was in the correct unit of measurement at the time of testing. The cca noted that the patient was using an approved sample site to obtain the samples. The patient¿s testing process was found to be correct. The patient's test strip vial and test strips were in good condition and not counterfeit. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter and test strips have passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter and test strips involved in this complaint have been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter and test strips have passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.